Event description:
Contact reported that during implantation of an eagle screw into the eagle cervical plants the surgeon was able to drive the 14mm screw thru the locking bushing of the plate. Screw and plate were removed. The screw was accidentally discarded. There was no adverse pt consequence as a result of this situation. If this were to recur and the surgeon not note the problem it could potentially result in pt injury.